Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. Reportedly, the 6.0x100mm absolute pro self-expanding stent system (ses) was advanced to the target lesion over a 0.018" guide wire however difficulty was met deploying the stent. It should be noted the absolute pro .035 peripheral self-expanding stent system instructions for use (IFU) use a 0.035¿ (0.89 mm) diameter guide wire with the absolute pro .035 peripheral self-expanding stent system. Use of an undersized guide wire, with insufficient support, may cause kinking in the stent delivery system. The deviation of the IFU appears to have caused/contributed to the reported difficulties. The investigation determined the reported difficulties appear to be related to deviation of the instructions for use and subsequent circumstances of the procedure as it is likely that use of the undersized guide wire in conjunction with interaction with the mildly calcified and tortuous anatomy resulted in the distal shaft becoming bent resulting in preventing the shaft lumens from moving freely; thus resulting in the reported thumbwheel physical resistance and the reported difficult or delayed activation. Interaction/manipulation of the compromised device during attempts to deploy the stent resulted in the reported stretched stent and the reported stent break. Interaction as reportedly a balloon was introduced to prepare for post-dilatation in the stent resulted in the reported difficult to advance. As reported, another stent was placed to cover the stretched portion of the stent and complete the procedure. A cine was received and reviewed by an abbott vascular clinical specialist: "it was reported that there was difficulty in delivering an absolute pro self expanding stent system (sess) over an 0.018¿ guide wire (gw). While there is no contraindication for using an 0.018¿ gw for this intended 0.035¿ system. The lack of support while using a smaller diameter gw over the aortic bifurcation may have impacted delivery of the stent with the sess. Half of the stent was reported to be released, with the thumbwheel getting stuck. With more than normal force was applied, the stent was completely deployed, however it was elongated in the proximal left superior femoral artery (sfa) as shown on the single image accompanied with this cine review. The user attempted to delivery an unknown make and size balloon dilation catheter (bdc) for post dilatation of the mal formed stent, but was shown to have resistance. It is unknown if the bdc actually passed the area of resistance and if they bdc was inflated per instructions for use (IFU). The user claimed that the stent was ¿broken and elongated¿, which I agree that the nitinol struts of the stent was elongated, but do not agree with it being fractured per the image attached. Per the report, a stent of the ¿same size device¿ make and size was introduced to cover the area that the user claimed was fractured. It is unknown if the same 0.018¿ gw was used, or if was sized appropriately to an 0.035¿ gw. It is also unknown if the user had similar difficulty with delivering and deploying the new sess. I believe the gw diameter choice may have impacted the capability of the stent do be deployed in the proximal left sfa as the lack of device support of delivery and deployment may have been impacted by gw and what I am assuming was a sharp angled aortic bifurcation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed reports, additional information was provided. After the absolute pro stent was deployed, a balloon was introduced to prepare for post-dilatation in the stent; however, the balloon met resistance when passing through the middle segment of the stent. It was found that the middle segment of the stent was broken and elongated. Another stent was introduced again to cover the fractured portion of the stent. No additional information was provided.

Manufacturer narrative:
H6 - medical device problem code 2017 clarifier: failure to follow steps / instructions. The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. Reportedly, the 6.0x100mm absolute pro self-expanding stent system (ses) was advanced to the target lesion over a 0.018" guide wire however difficulty was met deploying the stent. It should be noted the absolute pro .035 peripheral self-expanding stent system instructions for use (IFU) use a 0.035¿ (0.89 mm) diameter guide wire with the absolute pro .035 peripheral self-expanding stent system. Use of an undersized guide wire, with insufficient support, may cause kinking in the stent delivery system. The deviation of the IFU appears to have caused/contributed to the reported difficulties. The investigation determined the reported difficulties appear to be related to deviation of the instructions for use and subsequent circumstances of the procedure as it is likely that use of the undersized guide wire in conjunction with interaction with the mildly calcified and tortuous anatomy resulted in the distal shaft becoming bent resulting in preventing the shaft lumens from moving freely; thus resulting in the reported thumbwheel physical resistance and the reported difficult or delayed activation. Interaction/manipulation of the compromised device during attempts to deploy the stent resulted in the reported stretched stent. As reported, another stent was placed to cover the stretched portion of the stent and complete the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a mildly calcified and tortuous lesion in the superficial femoral artery. The 6.0x100mm absolute pro self expanding stent system (ses) was advanced to the target lesion over a 0.018 guide wire however difficulty was met deploying the stent. Only half the stent was released and he thumbwheel was hard to rotate. Force was applied to the thumbwheel and the stent finally completely deployed from the sheath however it was elongated. Another stent was placed to cover the stretched portion of the stent and complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.